Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, radiographs revealed malposition of the cup and that the patient had dislocated. A revision procedure was performed on (B)(6) 2013 to remove and replace the acetabular cup, liner and modular head.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01045 / 01047).

Manufacturer narrative:
(B)(4) - visual inspection revealed significant bony in-growth in the porous coating of the cup. The screw holes do not show any indication of ever having a screw in them. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01045-1/ 01047-1).